Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed at the distributor. The reported problem (service code displayed) has been confirmed in the patient data flags. Upon investigation the monitor passed functional testing however the voltage measured on the capacitors was too low to deliver a pulse. The root cause for the for the too low voltage was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was experiencing a service code 110 (over voltage cleared, no energy).